Manufacturer narrative:
The sample was returned to endoplus for inspection. The entire device was returned to endoplus including the broken portion of the jaw. At the time of the inspection, there were no reports of the pt experiencing any adverse effects. Visual examination revealed that the shaft of the device was bent which is evidence excessive force having been applied the device. The device history record and current mfg processes were reviewed and no nonconformities were identified. A review of complaint history revealed that the occurrence of jaw breakage remains rare ((B)(4) and has been associated with excessive force and/or third party modification. Based on the above evidence, although the exact cause of the failure cannot be determined, endoplus does not conclude that the reported incident is due to inadequate device design, and has there determined that no further action is warranted.

Event description:
Endoplus was notified by richard wolf that a lower jaw of device # (B)(4) broke during a case. The jaw was retrieved and the pt was xrayed. There was no injury or illness to the pt.